Event description:
The customer reported the mains indicator does not turn on. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the mains indicator does not turn on. There was no reported pt involvement. The ac power module was replaced to resolve the issue. The ac power module was not available for evaluation. We will consider this a malfunction of the ac power module where the mains indicator did not turn on.